Event description:
The customer reported the video signal is dropping out on new lmd-x2710s monitors, monitors is losing signal for few second and then goes back on during a colonoscopy diagnostic procedure involving an olympus video system center. The procedure was completed with the same device. There was no patient injury reported.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.